Event description:
A customer reported that a pt gave a negative urine result with icon 25 after 4 positive home pregnancy tests. A serum sample was drawn and sent to a reference lab. The result of the sample was 306 mlu/ml. No external controls run prior to event, bci strongly recommends that user must run controls to ensure the kit is working properly.